Event description:
I am a (B)(6) year old female, who was advised that a synvisc injection "could not hurt" but could only relive the pain that I was feeling in my left knee after 5 months of physical therapy, anti-inflammatories after a meniscus tear surgery performed in (B)(6) 2013. According to the list of indications, it is a temporary replacement and supplement for synovial fluid, is beneficial for pts in all stages of joint pathology, is most effective in pts who are actively and regularly using the affected join. According to the package insert, it is viscosupplementation with hylan g-f20, a treatment to restore and relieve pain and discomfort. I have yet to experience any of these benefits listed in the indication section of the package insert but have only suffered from all adverse events. On (B)(6) 2013, received an injection of synvisc one, 6 ml, lot no. W 1214, expiration date 09/2015. This "medical device" was received by a medical doctor in (B)(6). Upon injection, I felt no pain with the exception of the needle prick but felt a little pressure of the fluid entering my knee. I followed the doctor's orders to rest (i.e. No activity, no weight on leg) for 48 hours thereafter. No hot baths taken or shower were taken as instructed by the doctor for the 3-4 days following the injection. On the third and fourth day, pain began in addition to all adverse events listed on the synvisc one pdf prescription info found on the internet but not found on the package insert included in the packaging with the drug/device at all). By the 5th day, had pronounced pain, excruciating pain and could not walk at all, could not put weight on my leg and went into emergency situation knee slightly swollen and according to doctor, not swollen enough to be infected. I have no avian bird allergies but have not been tested for bird recombinant products. This is known fact as I have had previous allergy tests for everything within the realm of allergy testing. The excruciating pain debilitated me such that I had to call two orthopedics for their advice on what to do. Was advised to immediately take analgesics (took aspirin as I could not walk to go out and get some nsaids and ice knee 3x20 mins per day to reduce pain) and told to stay off leg. That helped until I could transport myself to see a doctor. All adverse side effects were felt including but not limited to joint effusion, incredible stiffness, large gait disturbance, severe arthralgia, excruciating pain like none other felt before in the history of my left knee. Once I saw the doctor I was instructed to be put up on crutches to take weight off until the symptoms of synovitis subsided. Spent a total amount of 6 weeks on crutches. I lost all muscle mass in my leg that I built up in physical therapy following my meniscus surgery 6 months prior. The interior of my knee felt as though the fluid precipitated in my knee or a sock was stuffed behind my knee cap, and now I have severe case of crepitus or crepitance which was non existent before. Those are all relevant medical facts. I have suffered a severe reaction to this medical device which is not uncommon according to your list of complaints on the FDA link. Severe pain, I became nonambulatory. Pain lasted several weeks.